Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called to document their low blood glucose of 46 mg/dl. Customer also indicated that when the infusion set was changed, he forgot to remove the needle guard and had high blood glucose of 500 mg/dl. Customer declined troubleshooting. No further information was given.